Manufacturer narrative:
Continuation of d10: product ID enveor-n; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID ls-mdt2-2629; product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the delivery catheter system (dcs) resheathed and recaptured the valve to reposition the valve prior to its final implant. During the procedure, a new onset of left bundle branch block (lbbb) and first degree atrio-ventricular block (avb) were identified. No treatment was provided. Following the implant of this valve, a neurological evaluation identified a left hemiplegia and was categorized as an 11 on the national institutes of health stroke scale (nihss). It was noted that medical treatment was provided. The following day another neurological evaluation was performed and identified the left hemiplegia and categorized it as an 8 on the nihss. The event was reported as a disabling ischemic stroke that was not related to the valve and was related to the procedure. It was noted that the patient did not have a history of prior stroke. Hospitalization was required for the stroke. Left hemiplegia remained. No additional adverse patient effects were reported.